Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any malfunction. The user reported that he did not feel the sting of the needle and cannula going into the skin. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that he activated the device on (B)(6) 2012 at 7:00 pm. At 7:48 pm, his blood glucose measured 164 mg/dl and he was having a meal estimated to contain 60 grams of carbohydrate, so he took a 15.2 unit insulin bolus dose. At 10:33 pm, his bg had reached 300 mg/dl and he corrected with a 10 unit bolus. The next morning at 7:00 am, he took a 30 unit manual injection of insulin (no bg result reported at that time) and at noon, his bg was 250 mg/dl. At 7:00 pm, his bg measured 30 mg/dl, which he stated that it is more than likely due to the injection earlier. He took a 10 unit bolus at that time. By 10:08 pm, his bg was 400 mg/dl and he changed the pod. He reported he did not feel the sting of the needle and cannula going into his skin when it was activated.